Manufacturer narrative:
It was reported that right hip revision surgery is scheduled to be performed due to right femoral neck fracture, bone reabsorption, loosening and pseudotumour. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. No medical documents were provided for investigation. Therefore, the reported event cannot be assessed and a medical investigation cannot be performed. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
Patient submitted medwatch mw5080616. Bilateral patient reports right femoral neck fracture, bone reabsorption and loosening. Lab tests revealed no infection but pseudotumour on right side. Cobalt 69.5 and chromium 106. Revision to be performed before end of year.